Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. No excessive no delivery alarm. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the customer had been having high blood glucose. Device alarmed multiple no delivery alarms. Customer's blood glucose was 404 mg/dl. Device alarmed multiple motor error alarms. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.